Manufacturer narrative:
This device is intended for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.

Manufacturer narrative:
Device was used for treatment not diagnosis. Date of implant initially reported as (B)(6) 2014. Date of explant is unknown for this event.

Event description:
It was reported that the hardware was removed from a left pilon fracture due to an infected non-union. The physician also implanted antibiotic cement. This is report 1 of 5 for file (B)(4).